Manufacturer narrative:
With the available information, bsc cannot confirm the clinical observations as the device met specification during analysis testing.

Event description:
It was reported that during the implant procedure, the physician was unable to connect the leads to the header of the device. The physician elected to implant a different device to resolve the event. The patient was stable with no adverse consequences.

Event description:
It was reported that during the implant procedure, the physician was unable to connect the leads to the header of the device. The physician elected to implant a different device to resolve the event. The patient was stable with no adverse consequences.